Manufacturer narrative:
(B)(4) - no consequences or impact to patient, failure to deliver energy. (B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6), 2008 (patient age, gender, and weight unknown). According to the complainant, during the procedure, the cautery function of the snare did not work. Despite no cautery being delivered to the tissue, the procedure was completed using this rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure on (B)(6) 2008 (patient age, gender, and weight unknown). According to the complainant, during the procedure, the cautery function of the snare did not work. Despite no cautery being delivered to the tissue, the procedure was completed using this rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was subjected to an electrical resistance test and was within the specification of 20 ohms (device read at 12.8 ohms). The condition of the device was not consistent with the complaint that cautery did not work; the complaint was not confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.